Event description:
Boston scientific received information that this rv lead exhibited low out of range pacing impedances measurements of 100 ohms in bipolar and 200 ohms in unipolar. The clinic reported that the insulation seemed compromised. This lead was replaced. The impedance was observed to have increased from 100 ohms to 110 ohms in bipolar and remained 200 ohms in unipolar, though still oor. Undersensing was also noted in bipolar mode. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in various segments. All lead segments were returned for analysis. The visual inspection revealed abrasion marks along the lead segments. In particular, a rubbed through insulation was noted at 11.5 cm and 30 cm distal to the is-1 connector pin. At this last position the lead body was found squeezed and deformed. These damages can be considered as the root cause of the clinical observation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the pacemaker can as well as clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.